Event description:
It was reported that stent malapposition occurred. The 75% stenosed, eccentric target lesion was located mildly tortuous and moderately calcified left anterior descending artery. A 3.5x38 a synergy xd drug-eluting stent was deployed for treatment. However, a malposition of the stent was noted through intravascular ultrasound. A 3.00mm x 12mm nc emerge was advanced for dilatation but during the first inflation within the rated burst pressure, the balloon ruptured. The procedure was completed with another 3.5x12 nc emerge balloon catheter. No patient complications were reported.